Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. No logs available. Optical signal issue: the cause of the optical signal issue is not determined due to no product or data logs returned. Device history review device passed all post sterile inspection checks.

Manufacturer narrative:
Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the device exhibited an optical signal issue. No further information regarding the resolution of this issue was reported. The device was normally weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.